Event description:
Biomed contacted philips technical support stating that due to a dim screen the central processing unit (cpu) was replaced. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. Technical support provided remote assistance to the customer. The cpu was replaced from customer¿s internal stock, which corrected the dim screen issue. Biomed requested the input software options for the v60 due to the cpu replacement. Software inputs were provided and successfully applied. Post verification testing was successful, and the device was put back in service. Based upon the device evaluation and service performed, the customer¿s alleged malfunction was confirmed. No parts will be returned for analysis.